Event description:
It was reported that during a da vinci-assisted surgical procedure, the console was initiated at 9:40 am using hook cautery and cadiere forceps. At 10:55 am, the doctor requested an instrument change and the installation of maryland bipolar. Use began without incident; no errors were displayed, and no dysfunction was observed. At 11:02 am, the surgeon identified a cable with incipient fraying in the innermost area, near the ceramic insulation. He decided not to continue using the instrument and reverted to the previously used ones. T the procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.